Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a large fluid build up over the left hip. The left hip was revised in 2010 to a pinnacle metal on metal large diameter 44 liner and head. Revision surgery performed to remove the liner and reimplant a poly liner in the same pinnacle cup. Large amount of dark brown fluid poured out of the incision during the revision surgery. Fluid was drained and hip was cleaned up. Metal liner was extracted and a new poly liner was inserted without any issues. Update 8 mar 2018: pinnacle litigation received. Litigation alleges that the patient experienced injuries and damages including physical and mental pain. Doi: (B)(6) 2010; dor: (B)(6) 2017; left hip.

Manufacturer narrative:
Pc-(B)(4).no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.